Manufacturer narrative:
Investigation summary: the device was returned for analysis. Product analysis was unable to confirm the reported event. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 ipp cylinders were visually inspected and leak tested; no leaks were found. Both cylinders were pressure tested and performed within specification. Both cylinders had wear at fold in cylinder body. The ams 700 momentary squeeze (ms) pump was visually inspected and leak tested; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Labeling review: the ams 700 instructions for use (IFU) was reviewed. The patient symptoms of erosion and infection were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis(ipp) due to a pump erosion and infection. The patient was given antibiotics and is expected to fully recover.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis(ipp) due to a pump erosion and infection. The patient was given antibiotics and is expected to fully recover.